Event description:
This patient came to the hospital four years ago with dilated cardiomyopathy, an ejection fraction of 0.25, and congestive heart failure. A primary prevention ICD was implanted. The ICD was a st. Jude atlas ii vr model v-168. The ICD lead was a st. Jude durata model number 7120. He presented to the hospital last month with a small bowel obstruction. He underwent small bowel resection and lysis of adhesions a few days later. Four days after surgery he had a spontaneous episode of ventricular fibrillation in the sicu. The ICD detected the ventricular fibrillation and delivered a high output shock that was unsuccessful. The shock was associated with high out-of-range impedance. Subsequent shocks were diverted due to high impedance. The patient was successfully defibrillated externally.clinical findings are consistent with an internal short of ICD system.